Event description:
The dr performing surgery reported complications with a pt. The dr allegedly inserted the unit into the pt and attempted to inflate the product with its accompanying bulb. He pumped up the unit about 8-9 times. He felt that the unit inflated to less than 50% of the average inflated size. He couldn't penetrate through the pt's body, therefore proceeded to make an extra incision about 1" long to assist with the introduction of the unit into the pt. After inserting the unit, he confronted some adhesions inside the pt. He retracted the unit and noticed the bowel had been torn. Another surgeon was then called to repair the bowel. The tear was considered repaired at the time. The pt then returned a month later and was diagnosed with peritonitis. The pt was hospitalized and passed away about 15 days later. The dr that initially performed the surgery speculates that the adhesions were due to previous surgeries and/or treatments. Based on the dr's statements, the unit didn't malfunction during the procedure. He had previously performed 40-50 cases using the product line and believes the incident was due to the adhesions in the pt. The unit was disposed by the facility due to the fact that the event occurred several months ago, and the dr believed that the pt would have no serious complications.